Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
Received information regarding multiple cartridge alarms with multiple cartridges during the load process. Reportedly, the customer could not recall the event date or confirm the alarm in the pump history. Customer's blood glucose level was over 600 mg/dl. The customer administered a manual injection. The customer was able to load a new cartridge successfully.